Event description:
Related manufacturer reference number: 2017865-2021-32901. Related manufacturer reference number: 2017865-2021-32903. It was reported that the patient presented in clinic due to a system infection. The entire pacemaker (pm) system was explanted. The patient was stable throughout the procedure.